Event description:
It was reported by the patient's new neurologist that years after implantation she developed breathing problems. She had bilateral vocal cord paralysis and a trach was placed. The trach was recently removed. Her device was disabled. No further relevant information has been received to date.